Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cathena 18gx1.25in winged bc had leakage at the septum.

Manufacturer narrative:
Investigation summary: 11 representative samples with unopened package were returned for investigation. The samples are subjected for visual inspection and blood escape time test (bet). No abnormality was observed on the returned samples. The samples passed the bet test. No simulated blood dripped from the adapter during the test. The complaint not confirmed, the product is within specification. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. No abnormality was observed on the returned samples and the samples passed bet test. Qn history for past 12 months was reviewed, no similar qn raised. There was a CAPA raised for the formation of blood droplet at the luer end of the catheter adapter. Refer to CAPA# (B)(4). The reported batch was produced before the implementation of the corrective actions.

Event description:
It was reported that a cathena 18gx1.25in winged bc had leakage at the septum.